Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2015 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked to the left of the bumper pad from the threads to the case seal.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment. This report is made based on results of investigation completed on 11/30/2015.